Event description:
I purchased a waterpik waterflosser from (B)(6) on (B)(6) 2024 and the pressure from the device has caused my teeth implants to come a loose from the screws. It is causing pain and discomfort and I now have to go back to the dentist to get implants retighten. I purchased a warranty from (B)(6) through (B)(6) but since it's been within a year of purchasing the device I had to call the manufacturer and ask for a replacement. Due to the device being defective I am suffering from nerve damage which is causing my behavior to spiral out of control. I should not be held responsible for my behavior because I feel like if the device worked how it was supposed to I would not be experiencing mental health issues. My mouth hurts more and more everyday as I wait until my appointment date and have to deal with this situation. I am taking motrin daily to deal with the pain, and it's the only medication I have to relieve the pain. The new device has not arrived because I'm having issues with the post office and am not receiving my mail accordingly which is another issue I need to address, however I feel like all of the problems in my life are due to retaliation for my report I made to your agency a few years ago in 2021 which was a hippa violation and in 2019 discriminating from the domiciliary in (B)(6) hospital. I am still receiving neglected health attention which is causing me to get in trouble because of my behavior. I went to the dentist and unauthorized treatment was given to me and I've been mentally disturbed ever since. I don't want to cause more trouble for myself by reporting to many things but enough is enough and I'm still waiting for the results from my other claims which I can't seem to get any information about. I am being told that your agency is looking for me to disburse funds but I don't know how true that is. Right now the main concern is this defective device I have purchased which has caused further damage to my teeth. Please assist me in getting the help I need in this case because I cannot continue to experience this type of treatment and deal with my mental and physical health issues alone. Thanks!